Event description:
It was reported that the user expressed concern about potential low blood glucose before fasting lab work while using the ilet insulin pump and sought guidance on preventing morning hypoglycemia. Symptoms included worry about hypoglycemia risk. Outcomes included user education on pre-bed complex carbohydrate intake under 20 grams without meal announcement and a recommendation to consult the prescribing clinician for individualized instructions while maintaining current pump settings. Investigation included remote troubleshooting and education regarding pump behavior and automatic correction logic. Investigation of this case revealed no device alarms or malfunctions reported and no evidence of device performance issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.